Event description:
The reporter states a nurse sustained a needle-stick while trying to pry the used lancet out of the device. This lancet had been used on a patient who is infected with hepatitis c and therefore, there exists a potential of the nurse becoming hepatitis c positive via a blood born pathogen. Return requested and replacement was sent.

Manufacturer narrative:
The lancet and lancet device will not be returned for evaluation.